Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose of over 400 mg/dl. Customer's blood glucose at time of call was over 500 mg/dl. Customer reported she was on a new device. Customer mentioned her programming was inaccurate. Customer was assisted in adjusting her basal rates to be the same as her old device. Customer will not be returning the device for analysis.